Event description:
It was reported the programmer will not turn on. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that the programmer does not turn on, this was found to be due to the link electronic module (lem) board. It was also noted that a system error has occurred in the past, the stylus pen does not work and the power cord bay door has two broken latches. A detailed analysis of the lem board was performed. This analysis found that a shorted ceramic capacitor caused the power supply and programmer to shut down.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that the programmer does not turn on, this was found to be due to the link electronic module (lem) board. It was also noted that a system error has occurred in the past, the stylus pen does not work and the power cord bay door has two broken latches.